Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown; therefore, the expiration date and manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the healthcare professional through clinical research report for clinical evidence on safety and performance of the product versalok with orthocord device that during an achilles tendon repair of the right ankle on (B)(6) 2018, it was observed that a calcaneal fracture occurred when inserting the anchor. According to the report, at four weeks post-op on (B)(6) 2018, x-rays demonstrated a new fragment of bone that displaced, separate from the intra-operative medial calcaneal fracture that occurred during insertion of the versalok anchor. It was further reported that the patient had postoperative pain on (B)(6) 2018. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). Multiple attempts were done to obtain more information from the author, however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.